Event description:
The user facility reported a canceled cycle in a system 1 e caused sterilant fumes to be inhaled by an operator. The operator initiated a processing cycle and left the room. The operator returned and observed the lid had opened, the tray had risen, and the cycle cancelled. No fluid came out of the unit. The operator started another cycle, remained present in the room for 10 minutes to gather items for another case. The following day the operator experienced a tingling feeling on her hands and around her mouth. The operator reported the event to the facility occupational health, but no medical treatment was sought. The operator missed no work.

Manufacturer narrative:
The technician inspected the cycle printouts, found the device functioned to specifications and the cycle involved in the incident canceled one minute after initiation for "lid open fault". A steris service technician inspected the unit, and found it operating within specification. The reported event could not be duplicated. The unit operated properly; the cycle aborted due to improperly latched lid.